Manufacturer narrative:
H6: code c19: a review of the manufacturing records indicated the lot met all pre-release manufacturing specifications. As the device was not accessible, the product history review (phr) review was the extend of the investigation. No device problem was found per review of these records. Images of device were provided. Imaging analysis provided the following information: the device evaluation confirmed the sheath leading end and marker band had detached from the sheath. The root cause of the complaint could not be identified with the available information.

Event description:
On (B)(6) 2023, patient underwent treatment for an abdominal aortic aneurysm utilizing gore® dryseal flex introducer sheath. Upon removal of sheath, the physician attempted to withdraw the sheath while a scrub technician was maintaining pressure on the sheath without dilator in place. The r/o marker was trapped at arteriotomy due to this pressure. The tip of the sheath separated from the body of the sheath. The physician was able to retrieve the tip without further incident. Sheath was discarded. The patient tolerated the procedure.

Manufacturer narrative:
H6: code c21 - results pending completion of product history review. H6: code 20- the device was discarded and, therefore, was not available for engineering analysis by gore. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.